Manufacturer narrative:
Oral hygiene is unknown. Implant and explant dates are not applicable since the product was never placed and not removed. Lot number is unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, components could not be separated.